Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 600 mg/dl. It was also found the customer's sensor glucose reading was over 400 mg/dl. The customer inquired about the discrepancy between the two readings. Customer stated they have treated their blood glucose with 4 units of insulin. The customer also reported receiving a sensor end alert with their sensor. The customer declined to return the insulin pump for analysis.